Manufacturer narrative:
PMA 510k #k210476. Device evaluation: the device evaluations could not be completed as the devices or photographic evidence of the devices were not returned for evaluation. A photo of the complaint device was shared which seems to show a distal needle kink/bend at the notch of the needle. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1896230 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the target site" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0109). The answer to q.10 of the standard questions also indicates that a fujfilm scope was used rather than an olympus scope as per ifu0109 ¿this device is intended for use with an olympus ebus scope¿. There is also evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the stylet should not be partially (or fully) removed prior to advancement of the needle into intended targeted site as per IFU "ensure the stylet is fully inserted when advancing the needle into the target site". As the stylet provides support to the needle for puncture this would have led to the distal tip of the needle to kink/bend as indicated in the answer to q.1 of the standard questions and the photo shared of the device resulting in the needle advancement issue. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplement report being submitted due to the completion of the investigation on 07-jun-2024.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per cc form: "after inserting the sheathed needle into the working channel of the convex bronchoscope, it was impossible to remove the needle from the sheath to perform a puncture (jamming, needle deformation); additionally: crooked and leaky ¿luer¿ connector of the vacuum syringe; two echo-hd-22-ebus-o-c needles were used and both had the same problems; the puncture was performed with a needle from another manufacturer at the end". Patient/event info - notes 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? - distal end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. ¿ you can find this information in the fulfilled forms in the attachment (lungs; 4r and 10r) 3. Please describe the size of the intended target site. ¿ about 2 cm 4. If not with the device in question, how was the procedure performed and/or finished? - you can find this information in the fulfilled forms in the attachment (the puncture was performed with a needle from another manufacturer (boston) at the end) 5. Was the device used in a tortuous position? - no 6. Are images of the device or procedure available? ¿ yes, they are in the attachment 7. Was it damaged in packaging before removal? - no 8. Was it damaged on removal from packaging? - no 9. Was force required to remove the device? - yes, even the endoscope working chanel was damaged for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? You can find this information in the fulfilled forms in the attachment (ultrasonic bronchoscope fujifilm eb-530us serial number (B)(6)) 11. Was the scope recently serviced / repaired? - regular diagnostics once a year 12. Was force required on insertion of device into scope? - no, (they worked the whole 2022 and there were no problems) 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? - when the needle was pulled out of the sheath during puncture 14. What is the endoscope manufacturer and model number that was used with this device? - you can find this information in the fulfilled forms in the attachment and in the answer for question 10 15. Was difficulty experienced while retracting the needle? - yes 16. Was the needle able to be fully retracted before removing from the patient? - no 17. Was gaining access to the targeted site difficult? - no 18. Was the endoscope in a flexed or twisted position at any time during the procedure? - no 19. Was needle penetration of the targeted site difficult? - no 20. Was the stylet fully in place inside the needle when advancing into the targeted site? ? - yes 21. Was the stylet partially removed prior to advancement of needle? ? - yes 22. How many biopsies/passes were obtained with use of this needle? - zero 23. Did any section of the device detach inside the patient? - no 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? - no 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? - no 26. Was there difficulty in attachment / detachment of the leur to the scope? - no 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? ¿ yes iii. We are planning to return needles on the address that you have mentioned below. We will inform you about this process additionally.